Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failing intermittently, likely due to a loose or unstable connection in the row board cable or connector and additionally, one rubber rail bumper was missing. A field service engineer determined that the row board cable and connector were disconnected and reconnected, ensuring a secure connection and the rear panel was reattached, and the drawer was plugged back in. The station was powered back on, and staff verified normal drawer function through testing and one rubber rail bumper was added to replace the missing one, ensuring proper drawer alignment and operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie pocket was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.